Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. Vascular access was via the radial site. The 10mmx3.5mm, eccentric de novo 45 degree bend target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 8atm. The device was removed from the patient's body and the procedure was completed with another of same device. No patient complications were reported and patient was stable post procedure.